Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and had not reached elective replacement indicator (eri). The device image was obtained and reviewed and no anomalous alerts were noted. The device was then decontaminated and the device functionality was tested with no anomalies noted. The reported event of a device malfunction could not be confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted due to a malfunction. Additional information was requested but not received.